Manufacturer narrative:
Product ID 977a290, lot#, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient¿s temporary (trial) device hit all the spots they needed for pain, but the permanent one did not and never had. It was reported that replacement of one of the leads was performed to help resolve the implant hardly ever working, and multiple programmings were performed. The patient noted that they weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. The patient reported that she hardly ever used her ins because after it got placed, it hardly ever worked correctly. No further complications were reported.